Event description:
It was reported that the patient presented with loss of capture on their implantable cardiac defibrillator (ICD). No interventions were performed. There were no patient consequences.

Event description:
New information received notes that the patient was stable.